Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The customer had stated prior to cse service that they believed there was a carryover of blast cells between samples. The cse evaluated the device, ran a patient sample known to have high white blood cell (wbc) with blast cells followed by 3 saline tubes in auto slide and a normal patient sample, and no signs of carryover of wbc or blast cells were observed. The cse could not find evidence or confirm carryover from patient to patient. The cause of the discordant, blast cell count is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant blast cell count result was obtained on one patient sample on an advia 2120i with dual aspirate instrument. The discordant result was reported to the physician(s), who questioned it. A new patient sample was obtained and repeated on the same instrument, showing no blast cells. The original tube was then sent for flow cytometry, and also showed no blast cells. The corrected blast cell count was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, blast cell count result.